Event description:
Although the pt was discharged upon completion of the polypectomy procedure, he returned to the emergency room sometime late in the afternoon or early evening on the same day due to abdominal pain and distention. An x-ray taken in the emergency room revealed a perforation of the colon and the pt was taken to surgery for repair of the perforated area. At a later date, the pathologist report revealed that the polyp removed during the polypectomy procedure was malignant. The nurse reported that the perforation could have been caused by the weakened section of the colon from which the malignancy was removed. The scope will be evaluated by olympus america in order to determine what may have caused the perforation. Investigation/analysis: hosp personnel reported that the air water valve used with the colonoscope appeared to supply continuous air into the pt which may have caused the perforation. During an olympus eval of the colonoscope, continuous air leaking from the distal end of the cf-140l was confirmed by an olympus technician. This continuous air flow was due to the air and water piston being clogged wiith some kind of soft, spongy like material inside the center passage way of the air and water piston. It measured approx 4 mm in diameter which is larger than the air and water channel passage way. The air and water pistons were cleaned and upon eval after the cleaning, the air and water flow capacities met and exceeded standards. The air and water pistons were clogged due to a lack of maintenance by the customer. The olympus cf-140l instruction manual lists examples of improper use of the endoscope and the example which applies to this report reads as follows: "overinsufflating the lumen may cause pain and perforation". Furthermore, the instruction manual for the cf-140l instructs the user to prepare and visually inspect the air/water valve as follows: 1. Confirm that the hole in the air/water valve is not blocked. 2. Confirm that the air/water valve is not deformed or cracked. 3. Check for excessive scratching or tears in the rubber parts. In conclusion, the perforation could have resulted from overinflation or puncture of the colon. The nurse was informed of co's findings and was advised to contact olympus if she had any add'l questions. No further action will be taken.